Manufacturer narrative:
Device evaluation: the device (with the pcm attached) was evaluated by a baxter technician. The reported condition of "overinfusion" could not be confirmed. The infusor produced functional results within the specification range. (B) (4)

Event description:
It was reported to baxter (B) (4) that a basal/bolus infusor overinfused during patient use in the hospital. The actual flow rate was unknown; however after one day, the hospital evaluated overinfusion according to the scale of the housing (the amount of the remaining drug in the reservoir was lower than expected). The total fill volume was 60ml: morphine hydrochloride (10ml) and saline (50ml). The temperature and the height of the restrictor were unknown. The patient control module (pcm) was used only several times. It was not reported if patient injury occurred or medical intervention was necessary. No additional information is available.